Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated he pressed go without connecting himself and advanced to initial drain. The hp then connected himself and in a short time the alarm occurred. The hp was connected when the alarm occurred. They advised the hp that air had entered the setup and if he presses go and the hc advances to initial drain he should not connect himself. They had the hp recycle power and the se 2367 alarmed. They advised the hp would need to start over with new supplies and they had the hp recycle power again to press go to start. They had the hp recycle power again to press go to start. The hp would start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's wife on (B)(6) 2011 and her husband was able to resume therapy after starting over with new supplies. He had accidentally connected himself after previously not being connected when starting initial drain. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Product surveillance received a call from the nurse on (B)(6) 2012 in regards to a system error 2240 alarm and she has discussed the alarm with the patient already. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.